Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, the set screw of the device was unable to be loosened resulting in the inability to disconnect the right ventricular (rv) lead from the device. The device remained implanted. The following day an additional procedure was performed, the pacemaker system was deactivated, and the device and leads were replaced. The patient was in stable condition.